Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ('pregnancy(termination') in an adult female patient who had essure (batch no. 628426) inserted for female sterilization. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida and parity 3 (dob : (B)(6) 1997, (B)(6) 2001, (B)(6) 2010). In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2011, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 8, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered pregnancy with contraceptive device to be related to essure. The reporter commented: the plantiff experienced three other pregnancy episodes in (B)(6) 2012 , (B)(6) 2013 and (B)(6) 2019 which has been captured under cases numbers (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.6 kg/sqm. Lot number: 628426. Manufacturing date: 2008/11. Expiration date: 2011/11. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 22-apr-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ('pregnancy (termination)') in an adult female patient who had essure (batch no. 628426) inserted for female sterilization. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida and parity 3 ((dob: (B)(6))). In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2011, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 8, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered pregnancy with contraceptive device to be related to essure. The reporter commented: the plaintiff experienced three other pregnancy episodes in (B)(6) 2012 , (B)(6) 2013 and (B)(6) 2019 which has been captured under cases numbers (B)(4) respectively. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.6 kg/sqm. Lot number: 628426, manufacturing date: 2008/11, expiration date: 2011/11. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 19-apr-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.